Manufacturer narrative:
UDI: unknown part number, UDI unavailable. Upon completion of the investigation, a follow up report will be filed.

Event description:
In the literature search, ¿role of lumbopleural shunt in management of idiopathic intracranial hypertension¿ published world neurosurgery 88: 113-118, april 2016, it was reported that (B)(6) year-old female patient experienced shunt migration post implantation of an unknown codman shunt that was treated by insertion of another device. Per the article: ¿idiopathic intracranial hypertension (iih) denotes the condition of increased intracranial pressure without a clear underlying pathologic condition of the brain. The treatment plan should be conducted to save vision. Treatment options include medications, serial lumbar punctures, and surgical intervention. Surgery is indicated once visual loss continues despite optimum medical therapy¿.. The main cause of failure was shunt migration¿ once migration was noted in this patient, a second device was implanted on the other side and the emigrated device was left in place without further intervention. At the time of complaint entry, no device specific information, i.e. Catalogue/lot number, is available.